Event description:
An anterior aortic balloon pump catheter was placed in this 67 year old male for therapy of angina. After insertion of the catheter the pt demonstrated resolution of his discomfort with hemodynamic stability and transferred to the critical care unit. With an episode of pain the pt doubled over which then caused the pt to experience severe pain. The pt was taken to the operating room for repair of aortic perforation.